Manufacturer narrative:
(B)(4). The device sample involved in this complaint has not been received by the manufacturer at the time of this report. The device history record of the batch number reported has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based on the information received. It is necessary to have the device sample in order to perform a proper investigation to confirm the alleged issue reported and determine a root cause. No corrective actions can be assigned at this time. If the device sample is received at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device connection to the flow meter was unstable. A new device was obtained for use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the adaptor did not spin freely. The sample was then tested on the dual station lift test and general pull and push test procedures with no functional issues. However, during the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor and the upper body component was unstable. Even with that condition, the sample was able to be tested on the oxygen entrainment testing but the testing failed. After the testing was finished, the adaptor was carefully disassembled from the upper body and was visually inspected. During the visual inspection it was found there was wear on the internal tabs. Attempts to duplicate the failure mode were performed and there are two ways to duplicate them: the first one is by overtightening the nut adaptor into the flow meter. The second one is by manipulating the assembly connection. Based on the investigation performed, the reported complaint was confirmed. Although the condition was observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue. Personnel of the assembly line were notified on oct-16-2018 for awareness.

Event description:
Customer complaint alleges the device connection to the flow meter was unstable. A new device was obtained for use.